Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime, seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o ring.

Event description:
Information received by medtronic indicated that the reservoir area had broken off. Customer stated that the reservoir did lock in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.